Event description:
The patient had a myocardial infarction after the procedure. This patient presented to the cardiac catheterization unit for unspecified reasons with left ventricle ejection fraction (lvef) 30%-50% and 3-vessel disease was found. Medications at baseline included aspirin 100mg, clopidogrel 75 mg, statins and beta-blockers. Low molecular heparin was administered during the procedure. Pre-procedure cardiac enzymes were within normal limits. Percutaneous coronary intervention (pci) was performed on a 75% de novo lesion in the proximal right coronary artery (rca) of 18mm in length in a 3.0mm vessel diameter. The (b2) eccentric lesion was moderately calcified and had a smooth contour. The lesion was pre-dilated with a 2.5x15mm balloon at 10 atmospheres (atm) before deploying a 3.0x28mm cypher select plus stent at 10 atm. A second stent was deployed electively, a 3.0x18mm cypher select plus stent, at 10 atm. There were no complications reported during the procedure. Post-procedure medications included aspirin 100mg, clopidogrel 75mg and low molecular heparin. Post-procedure cardiac enzymes were ck 2 times above upper normal limits (unl), ck-mb five times above unl and troponin 3 times above unl. At discharge ck was normal, troponin was 2 times above unl and ck-mb was not measured. Medications at discharge included aspirin 100mg for three months, permanent clopidogrel 75mg, statins, ace inhibitors and beta-blockers. Approximately, one month later, the patient was hospitalized for a typical chest pain. She underwent a nuclear scan, which showed residual ischemia in the postero-lateral and infero-lateral territory. An angiogram was not done and the patient was not treated.

Manufacturer narrative:
Please note that this product is not distributed in the united states. However, it is similar to the us distributed cypher sirolimus drug eluting stent. It is also not available for testing and evaluation. Additional information has been requested and will be submitted within 30 days upon receipt. This is one of two products used in the same patient and is associated with the reported event that were reported under the following manufacturing numbers 9616099-2007-00407 and 9616099-2007-00408.